Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The voltage on 5v power supply was evaluated and readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication error and the system locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.